Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve into a patient with pure aortic insufficiency, the valve was crimped and fluoroscopy showed an infold that exceeded node 4. The valve continued to be implanted. When opening the valve, the valve had opened completely. The valve was opened until the occlusive phase ended. The valve was recaptured and removed from the patient. A new valve and new delivery catheter system (dcs) were used for a successful implant. No adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evprop34 (lot: 0012294189); product type: 0195-heart valves. Product ID l-evprop34 (lot: 0012281963); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated b5. Updated h6. Image review: two static images were provided for review. The patient¿s executive summary was not provided for anatomical review. Evidence of the fluoroscopic valve load inspection was received and reviewed, and a misload was present by overlap beyond node 4. However, the misloaded valve was attempted to be implanted resulting in an infold, which was visible on the provided images. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the infold was first detected during the procedure when the valve was deployed to 80%. A procedural delay occurred as a result of the infold.

Manufacturer narrative:
Updated data: d9 h2 h3 h6 product analysis: the valve was returned and loaded inside the delivery system. The valve was removed from the delivery system and forwarded to the santa ana return product analysis lab. The valve was received in a heart valve return kit jar fully submerged in a clear 0.2% glutaraldehyde solution. The valve was discolored showing evidence of blood contact. The valve was received in a crimped state with the outflow aspect exhibiting an ovalized appearance and the inflow aspect exhibiting a reniform appearance. All leaflets exhibited signs of severe creases and frame imprints. These conditions may possibly be associated with the valve being crimped inside the capsule of the delivery system for an unknown duration of time. The leaflets were stiff yet slightly flexible. All commissures were intact. The valve was submerged in body-temp (approximate 37 celsius) saline. The frame expanded but didn¿t expand to full dilation. It is possible the sustained compressed state may be associated with the valve being loaded inside the delivery system for an unknown duration of time. Due to the received condition, a deployment simulation to evaluate against the alleged event of infolding cannot be performed. Conclusion: the device history record and frame record were reviewed. The device was built to specification and met all inspection and acceptance criteria. No issues were noted that would have impacted this event. The valve was discarded; therefore, it was not returned to medtronic for analysis. Infolding events are typically related to patient anatomical factors (i.e., calcification level, left ventricular outflow tract (lvot) anomalies, compliance of the annulus, bicuspid valve, etc.) And/or procedural factors (i.e., pre-case planning, sizing, loading, user technique, etc.). Additionally, the valve frame is constructed with nitinol and the latticed strut design allows the valve to be compressed and loaded into the delivery system. During either the loading or deploying/recapturing process, the struts may cross over and catch on each other while being compressed, and potentially cause infolding. Based on the image subject matter expert assessment, a misload was present by overlap beyond node 4. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis and discard the entire system. However, the misloaded valve was attempted to be implanted resulting in an infold. In this case, the root cause is deemed to be a misload, this is a use-error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.